Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system guided wrong and recommended an incorrect astigmatism power and axis. The surgeon implanted surgeon's pre-operative power planned. Approximately two weeks later, the surgeon explanted the intraocular lens and implanted a different power.

Manufacturer narrative:
The clinical applications specialist (cas) reviewed the case and provided feedback on the event. The cas states that in both aphakic captures, the quality was measured as ¿good.¿ a small bubble is seen in fringe pattern. However, it is not is capture zone. The pseudophakic capture #1 was above the eyelashes and is in capture zone. The lens images are not all visible, indicating lens tilt. The cas advised the surgeon to open lids wider and to address the lens tilt issue. The readings during the refraction indicated residual cylinder (astigmatism). However, once the capture was taken cylinder showed a higher value. The root cause cannot be determined. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).